Manufacturer narrative:
The returned device was evaluated. During this testing the unit was confirmed to abruptly reboot without alarms or error codes. Upon inspection foreign contaminant was found on the customers' system board. The origins of the contaminant could not be determined. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that after a few minutes of running with sensor or on a simulator, the rad-8 would stop and reset itself. It would start a self-test, pick up the signal and start to run again. No visual or audible alarms were given prior to shutdown and reboot. No patient was involved with this incident.